Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state, the device was flushed, (photo 4) and a 0.035¿ guidewire was loaded, an indeflator with pressure gauge was used to inflate the balloon to its nominal pressure of 12atms and it held pressure. The balloon was then inflated to it rated burst pressure (rbp) of 24atms and it held pressure, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty procedure using a fortrex balloon, a longitudinal balloon burst occurred during inflation at 22 atm pressure. All fragments of the balloon were retrieved. The device did not pass through a previously deployed stent. No resistance met during advancement. The device was replaced with another balloon of the same brand and model to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.